Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent morning hyperglycemia after adopting bedtime snacks to prevent prior morning hypoglycemia, with current glucose later returning to in range during the call. Symptoms included elevated blood glucose. Outcomes included user education and self-management with no medical intervention or hospitalization. Investigation included phone-based troubleshooting and education, including guidance to verify infusion supplies during hyperglycemia and to consider alternate infusion sites per clinician guidance. Investigation of this case revealed no device malfunction identified during the call and that hyperglycemia had resolved, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.